Event description:
The user facility's biomedical engineer reported the automated impella controller experienced loose power supply, missing screws within the unit. No clinical details regarding resolution or patient condition were provided. No patient was involved.

Manufacturer narrative:
The investigation has been completed. The dismounted power supply module was most likely due to an internal manufacturing error. This report is being filed as part of a retrospective review of historical records.